Manufacturer narrative:
Serial number: unable to confirm serial number. This MDR is being submitted as part of a batch submission of previously closed service orders that were reclassified as complaints; discovered as part of a retrospective remediation review.

Event description:
The customer reported xims: no ECG or ect02 on unit. The device was in use at the time of the event. No adverse event involving a patient was reported.